Event description:
Pt had initial breast augmentation in 1981. Developed right sided pain, numbness and fatigue. Bilateral class iii contractures systemic symptoms and suspected rupture necessitate removal. Upon removal both implants were ruptured.